Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was received with no information as to why the device was explanted. The date of surgery was not reported. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2011.